Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally with no errors logged and no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, cadiere forceps, large needle driver, maryland bipolar forceps, synchroseal. A site history review found no complaints were made for the other instruments used during this procedure. A review of the event was conducted by an isi medical officer the patient in this report died following a pancreaticoduodenectomy and a detailed description of the operation and post-operative course was provided. Although no device related issues were reported nor any specific intraoperative complications or issues occurred, the procedure was lengthy and the post-operative course was marked by acidosis and hemodynamic instability. The patient did not improve and the family eventually withdrew support. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient underwent a da vinci-assisted pancreaticoduodenectomy with lymphadenectomy and subsequently experienced hemorrhagic shock associated with an upper gastrointestinal bleed and expired. The procedure was prolonged; however, no intraoperative complications were reported. Hemostasis was confirmed before closure, and the patient was transferred to the intensive care unit. Increasing doses of vasopressors were required intraoperatively, and no blood products were administered. Postoperatively, the patient remained critically ill and hemodynamically unstable despite high-dose vasoactive medications, corticosteroids, mechanical ventilation, sedation, and supportive care. Clinical findings were consistent with hemorrhagic shock due to an upper gastrointestinal bleed. The patient was not stable enough to undergo endoscopy. There was no evidence of a pancreatic fistula, and prior drain amylase levels were within normal limits. On postoperative day 6, a chest x-ray revealed pulmonary congestion and small bilateral pleural effusions. The patient¿s condition continued to deteriorate despite treatment. After discussion of the poor prognosis, the family declined further invasive procedures. On postoperative day 7, the patient experienced cardiac arrest with asystole and expired. The patient was pronounced deceased. The postoperative complication was reportedly associated with the patient¿s nutritional support, mechanical ventilation weaning, and postoperative recovery course. The da vinci system, instrument, or accessory were not believed to have caused or contributed to the event.